Event description:
Consumer complaint of blood result reading of "lo". Customer was feeling fine at the time of the call. Customer had no symptoms. Performed a new test with result of 122 mg/dl. Test strips lot# pr2050 expiration date 07/28/2017. Customer stated she opened this vial of strips at the end of (B)(6) 2014. Customer stated she stored strips in the bathroom. Reviewed last 5 reading from memory: 106 mg/dl - (B)(6) 2015 - 9:15pm; 117 mg/dl - (B)(6) 2015 - 2:06pm; 142 mg/dl - (B)(6) 2015 - 9:11am; 141 mg/dl - (B)(6) 2015 - 10:20am; 158 mg/dl - (B)(6) 2015 - 8:49am; no adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Customer was feeling fine at the time of the call. Customer had no symptoms. Performed a new test with result of 122 mg/dl. Test strips lot# pr2050 expiration date 07/28/2017. Customer stated she opened this vial of strips at the end of december 2014. Customer stated she stored strips in the bathroom. Reviewed last 5 reading from memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).